Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA (B)(4). On 26-jun-2017, an fse conducted an onsite follow-up with the customer to address the reported event. During servicing, the fse observed that the sample probe was blocked. They were able to clear the blockage and perform qc without any issues. The patient samples that were ran were all normal. The instrument was verified to be operating as expected. There was no further action required by fse. The most probable cause of the reported event was a blocked sample needle.

Event description:
On (B)(6) 2017, a customer reported that they are getting 706-l syringe errors with their g8 analyzer. The customer had recently had the instrument repaired but the error started again. A field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting a1c patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.